Event description:
The pt underwent MRI (magnetic resonance imaging). A motor stall and motor stall recovery was recorded in the event logs. The motor stall occurred on (B)(6) 2010 at 22:14 and recovery was on (B)(6) 2010 at 18:17. It was reported the motor stall was due to the MRI. The pt experienced intermittent withdrawal symptoms (specific symptoms not reported). The pump logs revealed the pump was working. Further testing was performed (date and result not reported). On (B)(6) 2010, the pt underwent a catheter replacement due to the age of the catheter and the history of the catheter being "revised x 2" in the past. Further details regarding the previous revisions were not reported. The pump delivered morphine 10 mg/ml. The pt fully recovered from catheter replacement surgery.

Manufacturer narrative:
(B)(4).